Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-apr-2022 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No. Mfg date: 05-nov-2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the delivery system (ds) had a loose tether. It was further reported that contrast injection pushed the leadless ipg forward in the ds cup so that the tines were exposed. The ds tether was tightened. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.